Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized due to low blood glucose. The customer reported that he delivered too much insulin which caused the low blood glucose. The customer reported that the ambulance came. The customer's blood glucose was 15 mg/dl at the time of the incident. The customer's blood glucose was 230 mg/dl at the time of call. The insulin pump will not be returned for analysis.